Event description:
A customer reported that a 25-year-old female patient experienced endophthalmitis following cataract extraction with intraocular lens implantation in the left eye. There were concerns regarding sutures or wound integrity. Postoperative prophylaxis included a subconjunctival antibiotic injection, a steroid, and a nonsteroidal anti-inflammatory drug prescribed to the patient. On the same day of surgery, the patient experienced pain, blurry vision, redness, and swelling. Clinical findings included vitreous inflammation, conjunctival inflammation, aqueous cells, and aqueous fibrin. No culture was performed. The event resulted in clinically significant visual changes. The surgeon was uncertain about the cause and noted that a retrobulbar block had been administered preoperatively. The patient received intravitreal antibiotic treatment. The current condition of the patient was unknown.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information is provided in sections h.6 and h.11. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. There was no product returned for testing on this investigation. Based on the information obtained, the root cause of the reported event is inconclusive. Specific product identifiers (serial number) were not provided and could not be determined at this time. However, all device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review for complaints reported against this serial number cannot be performed as the serial number is unknown. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.